Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and immediately after inserting the sheath into the patient's body, at the time of checking reverse bleeding, air was drawn into the sheath. There was no air introduced into the patient. The issue was resolved by replacing the vizigo sheath to another new one. There was no patient consequence, and the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The device has been reported as discarded; therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000330 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-001625348